Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that at the first post- op device check the implant incision had opened exposing one of the leads. The implantable cardioverter defibrillator (ICD) and leads were explanted and replaced on the patient¿s right side. During the explant procedure the patient¿s therapies were not turned off prior to procedure and when the ICD was removed from the pocket the patient received two inappropriate shocks. The device was detached and all therapies and alerts were turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(6) 2014; dtbb1q1 ICD (B)(6) 2014; 429888 lead (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.